Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (540 mg/dl). The cause for the reported issue is unknown. An insulin injection was administered to treat the bg.